Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 200 ohms. Technical services (ts) was consulted and upon case review suggested this to be a possible proximal coil issue. Additionally, ts mentioned that the impedance measurements have been stable for this rv lead, with exception of a previously recorded fluctuation of about 30 ohms. No adverse patient effects were reported. Ts recommended reprogramming options for this patient. This rv lead remains in service.